Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold and decreased impedance which may have possibly pulled back or moved. Boston scientific technical services (ts) suggested to consider in-clinic testing of the lead as well as x-ray to evaluate position. To date, this lead remains in service. No adverse patient effects were reported.